Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime/compromised force sensor system test. The pump was received stuck in a motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had a cracked reservoir tube lip and a cracked lcd window.

Event description:
The customer reported via phone call that she was receiving a motor error alarm. Customer's blood glucose was 272 mg/dl. Customer stated that she received a motor error after changing her infusion set. Customer stated that the pump has not been dropped or bumped. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.